Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited a high voltage circuit damage alert. Additionally, the patient¿s right ventricular lead exhibited low, out-of-range, high voltage lead impedance. The patient was stable. The patient¿s lead was capped and replaced on (B)(6) 2019. The patient¿s device was removed and replaced. Related manufacturer reference number: 2017865-2019-09330.

Manufacturer narrative:
The reported field event of high voltage output issue was verified and confirmed in the lab. The device was above elective replacement indicator (eri) when received. Telemetry, sensing, pacing, and patient notifier were tested on the bench and no anomaly was detected. The cause of the hv output issue was found to be a hybrid anomaly.

Event description:
New information received on june 10, 2019 indicates that the patient was stable throughout the procedure and after.